Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation and the information provided, the nature of the foreign material could not be determined. However, it was likely caused by insufficient cleaning. The foreign material may not have been removed due to physical damage in the area where it was detected. The customer did not provide a cleaning, disinfection, and sterilization checklist, so it is unknown if there were any deviations. Whether there was a deviation from the instructions for use (IFU) in the reprocessing steps for the area where the foreign material remained is also unknown. Regarding the burnt plastic distal end cover, the customer stated that no laser fiber or high-energy device was used with the scope. Only forceps were used during the procedure and a brush for cleaning the channel. Therefore, the root cause could not be determined for both events. The events can be prevented in accordance with the following sections of the instructions for instructions for use:  inspection of the endoscope. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a foreign material stuck inside the 1st bending section cover adhesive was found during the inspection. Also, burnt plastic distal end cover was found during the inspection. The defect was caused by usage of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end (handling problem). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the evaluation found the bending section cover adhesive was cracked and the plastic distal end cover was damaged. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.